Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when carrying out the balloon test, it was found that the hyperglide balloon was punctured, making it impossible to use the device. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis as found condition: the hyperglide balloon catheter was returned for analysis within a shipping box, a sealed plastic biohazard pouch, an opened hyperglide balloon catheter outer carton, and inside of an opened hyperglide balloon catheter inner pouch. No guidewire was returned. Visual inspection/damage location details: upon visual inspection, no damages were found with the hyperglide hub, body, and the marker bands/distal tip; in addition, the balloon was found to be in good condition(uninflated). No puncture, rupture or pin holes were found. No other anomalies were observed. Testing/analysis: during testing, an attempted to flush the hyperglide balloon catheter failed as no water was able to exit the distal tip. Next, a 0.010¿ mandrel was hydrated and inserted into the hub and into the catheter body, where resistance was met. Dried contrast was found occluding the hyperglide catheter body, preventing the mandrel from being advanced. The hyperglide balloon was unable to be inflated. No further testing was performed. Conclusion: based on the device analysis and reported information, the customer¿s reports of ¿no/slow inflation during procedure¿ and ¿balloon rupture during preparation¿ were both unable to be confirmed. No rupture, puncture, or any irregularities were found with the hyperglide balloon catheter; therefore, no root cause was able to be determined. However, ¿no/slow inflation during procedure¿ was unable to be ruled out. The balloon was returned in good condition, with no evidence of being inflated. A possible cause of no/slow inflation during procedure can occur when there is a poor fit between guidewire and balloon inner lumen aperture, and or damage to the guidewire used in the procedure. No root cause was able to be determined. The guidewire used in the procedure was not returned; therefore, any contribution the guidewire had towards the puncture (no inflation) was unable to be assessed. During testing an in-house mandrel met resistance within the catheter body. The saline/contrast found within the balloon catheter was likely solidified after the procedure. No inflation was able to be reproduced and no puncture or leak could be confirmed. No mention of any preparati on prior to used was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. The event occurred during the procedure. The failure was observed when using the balloon to accommodate the flow-diverting stent. The balloon had been tested before use, but it was stated that the balloon did not work as expected during the test. A location for a leak was not identified, just that it did not inflate. The doctor did not shape the tip of the guidewire. The patient was undergoing treatment for a a giant paraclinoid aneurysm that was evidenced on the right side of the wide neck. A small ophthalmic segment aneurysm of acid was also evidenced, a pericallosal aneurysm on the left.